Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were lines across the touch screen and the pump was not functional. Reportedly, the lines blocked the graphics and text on the pump display. The customer's blood glucose (bg) level ranged from 67-70 mg/dl; however, the customer's bg level was low because the customer was swimming. The low bg was unrelated to the pump or supplies. The customer drank soda to stabilize impacted bg level. During a follow up call, it was confirmed that the pump was functioning as expected. The customer would continue to use the pump to resume insulin therapy.